Manufacturer narrative:
Intuitive surgical, inc. (Isi) has made several attempts to obtain the permanent cautery spatula instrument. However, to this date, the product has not been returned for evaluation. Therefore, failure analysis of the product related to the complaint cannot be performed. A follow-up MDR will be submitted if the product is returned and evaluated and/or if additional information is received.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the permanent cautery spatula instrument had a broken wire. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) made multiple follow-up attempts to obtain additional information. However, no further details have been received as of the date of this report.